Event description:
Inflammatory reaction [inflammation]. Case description: spontaneous report received on (B)(6) 2009, from a rheumatologist regarding a (B)(6) male patient (initials unknown) with medical history of gonarthritis, menisectomy in 1996 and previous synvisc injections. On (B)(6) 2009, the patient received synvisc one injection into the knee. Prior to synvisc one injection, there was neither effusion, nor osteoarthritis flare. On (B)(6) 2009, a few hours after the injection, the patient experienced inflammatory reaction, which included edema, effusion and pain. There was no sign of general inflammation. The patient received treatment with nsaids. On (B)(6) 2009, the patient still complained of symptoms of inflammatory reaction. Knee puncture was performed. The results of the analysis revealed presence of 8700 cells/mm3 and no bacteria was found. As the patient's situation persisted, the physician decided to treat the patient with intra-articular corticosteroid injection on (B)(6) 2009. At the time of this report the patient had recovered. The physician did not assess the intensity and the relationship between the events and synvisc one. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.